Event description:
It was reported that the atrial lead had perforated the patient which was confirmed via echocardiography. The patient was brought back to the operating room. The lead was explanted and replaced. The patients condition was good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.